Event description:
The facility reported that during a two-person transfer, the resident was placed in the sling for a chair transfer. After lifting and while moving from the bed to the chair, the threaded bolt which secures the hanger bar to the jib dropped out, causing the resident to fall. The hanger bar fell towards the floor, but was caught by the aide.